Event description:
Litigation alleges that the patients acetabular cup detached, disconnected, created metallic debris and/or loosened from the patients acetabulum, caused severe pain and inhibited the patients ability to walk.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Update - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; chromium ions elevated; watery, tannish to grayish fluid; necrosis; posterior wall loss of the acetabulum; implant was toggling in the femur; small calcar crack suffered during revision. Femoral stem and broach added to complaint.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers this investigaton closed.